Event description:
It was reported that the device may have had a premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed. Analysis revealed the returned device found a high current drain condition due to current leakage in a ceramic capacitor.